Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It has been reported that the board of the probe has been moved from it's original place, but not detached. The surgeon could successfully finish the procedure using another unit available in the theater.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection : the returned device was visually inspected under microscope. The electrode face found missing from the ceramic (ceramic still intact to the probe). Wear marks observed on heat shrink, minimal wear marks on ceramic and lumen. In addition the missing electrode was not returned with the device for evaluation , without the original package and the power cable was cut. No functional test and no activation report were performed due to the probe condition upon receipt. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It has been reported that the board of the probe has been moved from it's original place, but not detached. The surgeon could successfully finish the procedure using another unit available in the theater.